Event description:
A follow up call was made and the customer reported being in the intensive care unit for four days with diabetes ketoacidosis and high blood glucose of 1200mg/dl. The customer stated that her insulin pump stopped functioning. The customer stated that she was treated with an insulin drip, left the hospital, and then four hours later she had a stroke. The customer stated that she went into a coma in the early morning hours and was found four hours later. The customer was in a coma for two days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.